Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: asystole requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the patient had two separate procedures. The first procedure was in 2008, and during this procedure, a 3.5 x 12 mm xience v stent was deployed in the proximal left anterior descending artery (lad) lesion. The second procedure was done two days later, and during this procedure, a 3.5 x 28 mm xience v stent was deployed in the mid right coronary artery (rca); however, during the second procedure, the patient experienced asystolia (asystole) after inflation of the rx voyager balloon catheter and before the xience v stent was deployed. The patient was treated with atropin, which resolved the asystole. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Bradycardia, as listed in the voyager instructions for use (IFU) in terms of arrhythmia, and in the risk assessment, is a known adverse event associated with coronary dilatation procedures and is not necessarily an indication of a product quality deficiency. In this case, the bradycardia was treated with atropine, which resolved the issue. Although this is no indication of a product quality deficiency, a definitive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.